Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported that the pump was overinfusing. "The pump was supposed to infuse in 2 and 1/2 hours, but infused in only 1 hour." No patient injury or hamr occured for this case.

Manufacturer narrative:
The user-reported issue was not confirmed. The device was found to have a flow rate accuracy of -1.23%, which was within the +/-5% specification. The device was found to perform as expected and tested to meet all specifications on 07/03/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00237).